Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and heavily calcified lesion in the mid left anterior descending coronary artery. The trek rx 2.5x15mm balloon dilatation catheter (bdc) ruptured during the second inflation at 14 atmospheres (atm) for 20 seconds. The procedure was successfully completed with a non-abbott bdc. There was no reported clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.